Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: rinato; guide cath: hyperion; stent: ri. Evaluation summary: the device was returned for evaluation. The reported difficulty to position the guide wire was confirmed, as the distal shaft was collapsed. The reported difficulty to remove the guide wire was not tested due to the condition of the device, not being able to advance past the collapsed shaft. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for difficulty positioning or removing the guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after stent implantation in the left main coronary artery, the 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) was advanced toward the lesion, but resistance was met with the guide wire. The bdc was used for post-dilatation once at 14 atmosphere (atm). The two devices were removed from the anatomy as a system, without reported issue, as they were almost stuck together. An unspecified bdc was used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.